Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1800791 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the clinician insert the clip into the applier the clinician finds some dirts came out. The cartridge color was green. The material did not fall inside the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73h1800791 was manufactured on 08/28/2018 a total of (B)(4). Lot was released on 09/05/2018. DHR investigation did not show issues related to complaint. The customer reported the following for product 544230 hemolok ml clips 6/cart 84/box: "when the clinician insert the clip into the applier, the clinician finds some dirts came out." The cartridge and clips were not returned. Only the supposed "dirt" was returned. The material was visually examined with and without magnification. Visual examination of the returned material revealed that the material was green residue from the clip cartridge and had biological material attached to it. It appears that when the user went to load a clip into the applier, the applier scraped a small piece of material off the cartridge and mistook it for foreign material. The damage to the cartridge is consistent with improper loading of the clips. The applier was not returned. Based on what was returned, this complaint is not confirmed for foreign material. Instead, it relates to a damaged cartridge which was caused by improper loading. The complaint description has been updated accordingly. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as it appears that when the user went to load a clip into the applier, the applier scraped a small piece of material off the cartridge and mistook it for foreign material. The damage observed to the cartridge indicates that unintentional user error caused or contributed to this event.

Event description:
It was reported that when the clinician insert the clip into the applier the clinician finds some dirts came out. The cartridge color was green. The material did not fall inside the patient.